Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A closurefast rfa catheter was used for treatment of 6 segments of the great saphenous vein (gsv). The device was reprocessed. The lumen was flushed prior to use. An rfg2 was used and the IFU was followed. It was reported post surgery, when the catheter was withdrawn it was noted that the heating element was fused at a distance of approximately 3cm from the tip. There was no patient injury reported and the patient will be reviewed to confirm vascular closure.

Manufacturer narrative:
Product analysis returned device: the clf device was returned loosely coiled within a sealed biohazard bag. No ancillary devices from the procedure were received with the device. Pin condition: no issues identified in the catheter connector and no kinks were noted along the catheter shaft. Heating element/coil condition: damage was noted along the coil element, which was located approximately 3.5cm from the distal tip of the heating element. Examination revealed that the fep layer appeared to be burnt and melted but the coil did not appear to be exposed continuity/resistance and functional testing could not be completed on the returned device due to the damage observed to the heating element/coil. Image analysis two images received for review: image 1: 360264-2022-09-18 131805.jpg ¿ image shows a closurefast device in a patient consistent with reported event¿. Image 2: 360265-2022-09-18 131906.jpg ¿image shows a damaged/burnt heating element coil consistent with the reported event¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.